Event description:
It was reported that the air in line sensor was not working. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found the tamper seal removed, a cracked battery door and a dent on the air in line sensor. During the functional testing, the device failed the air in line functional test, and the customer reported problem was confirmed. The most probable cause is the damage observed on the air in line sensor. The air detector sensor was replaced. Other repairs include the optic switch/bracket switch, battery door, keypad, overlay gray, rear label and side label. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.